Event description:
Additional information received reported that the patient no longer had concerns with their device or therapy.

Event description:
It was reported that the patient¿s device was not working as well as it should. The patient had too many urinations and it had been working off and on and now it was not slowing them up very much. The patient called their health care provider¿s (hcp¿s) office and they said maybe the patient needed a new ¿box.¿ stimulation was turned up to 8.5v and the patient could not go any higher because they saw the upper limit screen. The patient tried to decrease it back down, but was not able to. It was reviewed how to sync with the implantable neurostimulator (ins) and press the minus key and the patient was able to decreased to 8.3v and when they decreased they could feel some stimulation. There was no problem with the patient programmer indicated as it was working as expected. The patient had not had any fall or trauma, but did have surgery to amputate their toe a couple of weeks ago and also had cataract surgery a week ago, so they had a lot of people ¿hacking around¿ on them. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va0gv3w, implanted: (B)(6) 2014, product type: lead. Product ID: neu_pt m_prog, product type: programmer, patient. (B)(4).